Event description:
The reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -8.50/2.5/081 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6)2023. The lens was exchanged for a shorter length lens due to excessive vault and elevated iop. The exchange resolved the problem. Cause was reported as patient related factor.

Manufacturer narrative:
(B)(4).